Event description:
PICC placed at outside hospital. Three mos later pt transfer to facility with PICC. A week later voluntary recall on arrow int. Web site. A month later facility heard about web site recall. Pt with generalized edema. PICC without blood return, ultrasound shows groin fluid bilateral and clot in ivc. PICC removed, left subclavian placed by surgery. A week later received official recall notification via national recall alert.